Event description:
It was reported by the rep that the surgeon used the pro46 bag to remove diseased appendix in a laparoscopic appendectomy. The appendix spilled out of a small hole into the abdominal cavity when the surgeon pulled on the bag. The surgeon used another bag to retrieve the spilled contents. It was noticed that after the bag was filled, it had a small hole. The surgeon was able to get that bag out of the pt without incident. The operating room time was extended by 25-30 minutes.